Event description:
It was reported that this patient had arrived for a device change out due to premature battery depletion. Higher than normal high voltage shock impedance measurements were suspected. Interrogation of the s-ICD showed values of 115 ohms. A previous shock reverted a suspected ventricular tachycardia (vt) with an impedance of 124 ohms. The sales representative informed the doctor the impedance values could be explained by the position and fat under the device or electrode and to perform an x-ray to access position. The patient will be seen next week to access whether the patient is suited best for an sicd or transvenous system given the patients recent atrial fibrillation (af) and current long qt treatment. Technical services (ts) review of the device data confirmed that the values for the shock impedance had been 110 to 135 ohms dating back to 2022. Ts noted that the shock delivered in 2022 was 126 ohms which is in range of where the low voltage shock impedance tests have trended since this time. No adverse patient effects were reported. The electrode was subsequently explanted due to physician discretion and was not expected to be returned. No additional adverse patient effects were reported.